Manufacturer narrative:
Additional suspect medical device components involved in the event: product family: scs-linear leads upn: (B)(4); model: sc-2218-70; serial: (B)(4); batch: 16058328.

Event description:
It was reported that the patient was experiencing inadequate stimulation and that the spinal cord stimulator (scs) system was making the patients pain worse. All device components were explanted and were discarded.